Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and a crack on the main body was observed. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported issue was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a minicap transfer set had cracked. This was noticed during use of peritoneal dialysis therapy. The transfer set was used for 30 days. There was no patient injury or medical intervention associated with this event. No additional information is available.